Manufacturer narrative:
Product complaint # pc (B)(6). Date sent to the FDA: 12/1/2025, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: were the needle fragment(s) removed during the same procedure? Yes. Were radiographs taken to locate the needle fragment(s)? Yes. Was there any additional tissue damage resulting from searching for the needle fragment? No. Could you please make a new attempt to return the product? The material was discarded. Make sure to provide the shipment tracking number. Please indicate the source or the name of the person who answered the follow-up questions: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a liposuction procedure on (B)(6) 2025 and suture was used. During the procedure, the surgeon was suturing the gluteal region when the needle broke inside the patient's tissue, causing an adverse event. Fluoroscopy was necessary to remove the part of the needle that remained lodged in the patient's tissue. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3. H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an empty paper lid labeled 1174 and a package with lot number aw4547, expiration date 2030-02. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.